Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The self expanding stent system (sess) was returned without blood or saline visible, consistent with the reported information that there was no patient involvement. The stent implant was returned fully deployed. There was no damage noted to the stent implant. The outer tube was in the distal position and not retracted. There was a kink in the inner and outer tubes 3.5 mm distal to the proximal marker. There was no other damage noted to the sess. The touhy borst valve was in the locked position. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. In this case, it may be possible that the premature deployment is related to handling and/or inadvertently pulling on the tuohy borst adapter; however, this could not be confirmed. The kink noted in the inner member may be related to handling/packaging the device for return to abbott vascular. A review of the finished device lot history records did not reveal any non-conforming material records for this lot and there is no indication to suggest a lot specific product deficiency. A conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency.

Event description:
It was reported that during unpacking, the stent was noted to be prematurely partially deployed. There was no patient involvement. Although requested, there was no additional information provided.